Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se sheath could not engage with the clip applier. The device was removed and manual arterial pressure was held to achieve hemostasis. There was no adverse patient sequela. It was reported that the physician is trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight (reported as approximately (B)(6)). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received with its exchange sheath partially installed onto the starclose se device. All of the device handle components were in their proper pre-deployed/not deployed state for the installation of the sheath onto the device. The cutter blade was bent 180 degrees from its normal position facing toward the distal end of the device and pointed toward the devices proximal end and was resting on the cutter assembly body. There was no obstruction within the handle body to impede the sheath hub from engaging the handle. The sheath hub proximal end cap was damaged, consistent with multiple attempts of sheath installation with the sheath hub striking the cutter/splitter. The cutter blade also presented damage consistent with striking the sheath hub end cap during the sheath to device installation process. The position of the cutter would have prevented the complete engagement of the sheath onto the handle of the device, confirming the reported event. Lab testing was conducted to check the sheath hub to starclose se device handle engagement. The test was successful with an audible click heard, indicating complete device handle to sheath hub engagement and no mechanical hub or handle issue. Possible causes for the inability to fully install the sheath to the device are an out of position cutter/splitter during the manufacturing process, cutter damage and misalignment during procedure preparation and handling or improper user technique. The observed damage is consistent with procedural preparation of the device or user technique; however, a conclusive cause could not be determined. Per the starclose se instructions for use, approximate the clip applier to the hub of the starclose se exchange sheath. Hold the bottom of the sheath hub with the left hand and insert the distal tip of the flex-guide into the hub using the right hand. Slowly advance the flex-guide down through the sheath. Make sure not to severely bend the flex-guide during insertion and advancement. Connect the sheath hub to the clip applier by pushing the bottom of the hub firmly into the clip applier. When connecting the sheath hub to the clip applier, hold the hub up at the same angle as the tissue tract above the skin surface. This action allows a firm connection to be made without pushing against the skin. An audible click should be heard. Check to make sure the hub-to-clip applier engagement is secure by gently pulling on the sheath hub. During manufacturing, the lot is checked for proper cutter alignment and damage. Additionally, a sample from the lot was destructively functionally tested and a review of the lot history record revealed no non-conforming materials records generated against the lot. A query of the complaint-handling database was performed and there have been no other reported incidents for difficulty inserting/installing the sheath onto the starclose se device. Based on the investigation of the device there was no detected product lot quality deficiency.